Event description:
It was reported the customer's insulin pump would turn itself off and on. The customer also reported receiving weak battery alarms, bad battery alarms, and failed battery test alarms. It was also found the customer had received a off no power alarm. Customer's blood glucose was 200 mg/dl. Troubleshooting found white substances in the customer's battery compartment. The customer was advised to clean their battery compartment. Customer also reported that the off no power alarm had occurred for the second time. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.